Event description:
Back in 2003, a davol bard composix mesh was used to repair a hernia, I was hospitalized a couple of times -2006 & 2007- with "suspicion" of partial bowel obstruction. In 2007 was the beginning of my chronic pain. I was unable to have solid bowel movement. Only liquid or semi-liquids would pass. Some days, I was only able to lay completely prone; unable to walk or sit without intense pain. I was experiencing chronic discomfort and pain with episodes of severe pain. I lost a significant amount of weight, because all food became a problem to pass. In 2007, I got the recall notice from the hospital. I put off surgery as long as I could. I finally submitted to the pain and had surgery in 2008. By this time, I had lost over 50 pounds. During the surgery, the dr found that the mesh had adhered itself to the small bowel. She attempted to remove it, but was not able to, so she had to remove that portion of the bowel and cut away a portion of the mesh. Three weeks after surgery, I was doing really well. Then one day, I awoke in more pain than I had been having. Each day after the pain got worse. I went for a scan and they couldn't find anything. The pain was behind the incision and extremely tender to touch. The dr recommended that I go to a pain management clinic. Although I didn't understand why she couldn't continue running tests to determine the cause, I contacted the pain mgmt clinic and it was going to be 3 weeks before they could see me. I asked for pain relief in the interim and they said they dont prescribe pain medication. It was unbelievable to everyone who watch me suffer for those 3-4 weeks as to why no one would see me sooner with this onset of pain that was intensifying daily. Finally, I was at the point that I could hardly walk. The bulge of pain became very noticeable, just putting weight on each foot to walk caused intense pain. My husband brought me to my primary care physician's office, I saw the on-call doctor, and she said that I had an infection or abscess. Apparently, it had been growing for weeks and now had worked its way to the surface. She told me that I needed to go to the ER at the local hospital where they put the mesh in. While in the ER, the abscess ruptured tearing a hole through my skin where the incision had already healed. This was almost 7 weeks after the surgery. After spending the night, continuously vomiting, they transferred me by ambulance to the hospital in boston. I truly thought this was it, I'm too weak, I can't take it anymore, I thought I was going to die. I saw the surgeon upon arriving, and she indicated she had never seen anything like this before. The onset of the infection three weeks after the surgery and the depth of the infection were not indicative of a typical wound infection. She believed that the abscess had to have been caused by the mesh. She said there was no other explanation. Dates of use: 2003-2008-to present. Diagnosis or reason for use: hernia repair.